Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. Event date: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported by an advanced evaluation patient that they were going to the health care physician (hcp) that day because they had been bleeding at the incision site. The patient also stated that their stools were diarrhea. On (B)(6) 2020, the patient stated that they had been in the hcp office and said ¿this thing isn¿t working.¿ on (B)(6) 2020, the patient stated that they were in the hospital for something else (unrelated) and as a result they didn¿t have their diary available. The patient also stated that the leads or wires were not working and the hcp was going to fix. The patient said that the hcp was going to take it out and put it back in and then the patient would be able to continue their evaluation. On (B)(6) 2020 the patient stated that they had their device turned off for 3 days and that they were not able to start their data until (B)(6) 2020. The patient also said that they had spent 3 days in the hospital (unrelated) and that their wires were in place. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the device not working were that on program checks they received a message that they were at max limits. The hcp continued that they had to set up new programs which worked well. The hcp indicated the explant date was not applicable when asked. No further complications were reported.